Event description:
Needle broke off in abdomen. Patient went to urgent care and they sent him to the ER with instructions to get a sonogram. The ER did not do a sonogram but they did an x-ray and said they didn't ss the needle. Patient says he can feel the needle in his abdomen and is worried it is going to get infected or cause other pain and damage to his stomach area. Customer service instructed patient to follow the advice of his physician.